Event description:
It was reported that the right ventricualr lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the noise problem was confirmed. External abrasion was found at the outer insulation proximal to the suture sleeve impressions was consistent with the damaged caused by friction to the can, which caused the reported noise problem.